Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reflux of blood was observed in an interlink extension set that was attached to a grey lumen of the central venous catheter (cvc). It was further reported that the device was very difficult to detached. It would twist easily; however, it would not come loose from the port of the cvc lumen. The male adaptor broke off while kelly clamps were used to detach the set from the cvc, leaving the remaining portion of the set inside the port of the cvc. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.